Manufacturer narrative:
The attached user facility report #(B)(4), was received from the (B)(4). The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
An (B)(4) report was received which indicated that the pt arrived to clinic with abnormal speeds. An echocardiogram (echo) was performed and the aortic valve was opening. A clot was suspected during the echo. Tissue plasminogen activator (tpa) was administered in intensive care unit (ICU) and speeds as well as the flow returned to normal.